Event description:
It was reported that a system error 322 was observed in the event history log for this spectrum pump. Any patient involvement is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose nylon screws. The upper auxiliary assembly was replaced since it contains the nylon screws. System error 322 will occur when the pump transitions from the door open state to the door closed/set- loaded state and the lower link switch does not activate.